Event description:
#Medwatcher #(B)(4). I have had muscle spasms, tingleness in my legs, toes and fingers, abdomen pain in my left side, twitching in my neck and eyes, fatigue and loss of appetite, loss of sexual desire, increase of weight especially to my belly, itchiness to pubic hair area, restlessness and frequent urination , not to mention, constantly wanting water. Besides thinking I might be premenopausal I also thought I was prediabetic but I am 100% convinced essure caused this because I didn't have these complications before .